Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, with a lowest blood glucose value of 69 mg/dl over a period of a couple of hours, and sought guidance on stopping insulin; the user was informed that the ilet reduces and can suspend insulin delivery in response to low or declining cgm readings, and troubleshooting and education were completed. Symptoms included low blood glucose without loss of consciousness, dizziness, or other acute sequelae. Outcomes included no need for professional medical intervention, no backup therapy use, and no ketone testing. Investigation included review of user-reported event details and product use, with no device alerts or alarms noted. Investigation of this case revealed an unclear cause of hypoglycemia and no evidence of device malfunction. It was concluded that the event was user-reported hypoglycemia with cause unclear, and the device operated as designed by adjusting insulin delivery in response to cgm input. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.